Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the up-down/left-right (ud/rl) angulation control knob, and the scope connector cover (s-cover) packing. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign objects on the plastic distal end due to insufficient reprocessing. Third party repair had been performed. Due to damage on the up/down, left/right knobs and suction cover, water tightness was lost. The plastic distal end had a crack, objective lens had a crack, the light guide lens had a crack, the connecting tube was deformed, the universal cord was deformed. The cable unit and plug had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the distal cap was broken on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects on the plastic distal end was identified. There were no reports of patient or user harm associated with this event.